Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi error code 210.6021. Account name: (B)(6). Account #: (B)(6). Asset name: 8015ls pcu dom v9.33.1.2 a/b/g/n. Asset location: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: tech called in for help on 8100 unit serial # (B)(4). Case resolution: tech called in for help on 8100 unit get error code 210.6021 which has to do with the keypad processor fails doing post, will need to be replace on unit, front case with keypad. B)(4).